Manufacturer narrative:
(B)(4). There was no reported device malfunction and the device was not returned for evaluation as it remains in the patient. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effects of intimal dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of a coronary stenting procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mid left anterior descending artery with 90% stenosis. Pre-dilatation was performed with a 2.5 x 12 mm non-abbott balloon catheter at 12 and 14 atmospheres. A 2.5 x 23 mm xience prime stent was deployed at 12 atmospheres. Then post-dilatation was performed with a 2.5 x 15 mm non-abbott balloon catheter at 14 and 16 atmospheres. A proximal edge dissection was observed and was covered by a 3.5 x 28 mm xience prime stent. There was no patient sequelae and no clinically significant delay in the procedure. No additional information was provided.